Manufacturer narrative:
(B)(4). Concomitant medical products: biomet finned pri stem 40mm cat#: 141314, lot#: 793710, e1 vngd crl tib brg 63/67x10 cat#: ep-183520, lot#: 574120 , vanguard cr ilok fem-rt 62.5 cat#: 183006, lot#: 531270, series a pat thn 25 3 peg cat#: 184780, lot#: 527790. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that patient is scheduled to be revised after total knee arthroplasty due to pain, difficulty climbing, hyperextension and tibial loosening.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01087, 02379, 02381, 02382, 02384.

Event description:
It was reported that patient is scheduled to be revised after total knee arthroplasty due to pain, difficulty climbing stairs, hyperextension and tibial loosening. No revision has been reported to date.